Event description:
Reporter indicated, a vns pt had high lead impedance with systems diagnostics testing at an office visit. No trauma of device manipulation occurred. The reporter was advised to disable the vns, but elected to keep it on. X-rays were reviewed by the mfg. No obvious lead fractures were visualized. The lead pin is fully inserted into the generator header, ruling out a pin issue. As a pin issue has been ruled out, a lead fracture is suspected. Vns revision surgery appears likely.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinues visualized. Device failure is suspected, but did not cause or contributed to a death or serious injury.